Event description:
It was reported that post-operatively, the patient complained of chest pain upon inspiration. A micro-dislodgement was suspected as the right ventricular (rv) lead threshold had doubled since implant and was high. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.